Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was not further specified. The patient was hospitalized for the event. Treatment was unknown. At the time of this report, the patient had not recovered. It was not reported if the patient was retrained on proper aseptic technique. Pd therapy was ongoing. Additional information is not available.